Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced severe continuous pain, dyspareunia, bladder leakage and yeast infections. All other information is unknown and unavailable.